Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Service replaced the downstream occlusion (dso) as a preventive measure and will also replace the upstream occlusion as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited upstream occlusion alarm. No patient was involved in this event. No adverse effects were reported.